Event description:
It was reported, the customer had a motor error alarm during a bolus. Customer's blood glucose was 117 mg/dl. The customer could not recall any significant events leading to the alarm. The customer also reported a motion sensor test failure alarm occurring. Customer could not confirm if they were able to complete the rewind sequence on their insulin pump. The customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the rewind due to a faulty motor assembly. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.